Event description:
It was reported the device/programmer intermittently loses power or won't turn on with secure plug to wall and rear of unit. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm or reproduce the reported event; using the provided power cable and the rf (radio frequency) head plugged in, the programmer powered up and maintained power for 24 hours without an issue. Programmer passed functional testing. Analysis found the case was broken near the handle, lower case feet were worn, and latch tabs were broken off of the cord door. Concomitant medical products: 229047 analyzer. (B)(4).